Manufacturer narrative:
New information received regarding patient status, healthcare name, facility address and the intervention.

Event description:
New information received indicates that undersensing was observed via a merlin.net transmission to the clinic. Reprogramming of the dynamic range and sensitivity settings was performed to address the issue. The patient was in stable condition.

Event description:
It was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient status was unknown.